Event description:
It was reported that this event occurred in the emergency resuscitation department. The insertion site was the patient's jugular. "When making the guide step is layered and does not advance" - there was resistance met between the swg and catheter; the swg unraveled. As a result, the device was removed and replaced with a new kit of the same product # and lot #, however, the same issue occurred. There was a delay reported, however, there was no harm to the patient as a result of the delay. There were no complications, death, or injury reported as a result of this occurrence. See MDR # 9680794-2014-00190 for the second report involving the same patient.

Manufacturer narrative:
(B)(4).